Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during an alif (anterior lumbar interbody fusion) an inserter guide disengaged from an implant. When surgeon removed the awl prior to placing his 3rd, and final, screw. One of the side prongs appeared to be bent and it broke off when the tech touched it. No adverse events were reported.

Manufacturer narrative:
Additional information: the returned guide was examined. The machined guide post was found to have fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding usage of the device. The cause of the event is unknown.